Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving intrathecal compounded baclofen with concentration 4000 mcg/ml at a dose rate of 1301.5 mcg/day and morphine with concentration 15mg/ml at a dose rate of 4.881 mg/day as of (B)(6) 2016 via an implantable pump for intractable spasticity. It was reported that a motor stall occurred. As per the pump¿s log, a motor stall occurred on (B)(6) 2016 at 10:02 followed by motor stall recovery on (B)(6) 2016 at 10:39. No patient symptom was reported. The patient¿s medical history included rheumatoid arthritis (2008), cerebral palsy (cp) since birth, dystonia, and bulging discs of c3, 4, 5, and 6. Surgical history included appendectomy in 1993, tonsillectomy in 1993, left heel cord lengthening in 1980, left femur osteochondroma removal in 1988, intrathecal baclofen pump (itb) placement in 2003, left gastroc lengthening and bunionectomy in 2008, and itb pump replacement in 2008. The patient¿s social history included smokeless tobacco use; the patient was a non-smoker and a non-drinker. Family history included cancer, the patient's mother having been deaf, and the patient's natural son was indicated as being alive and well. The patient¿s current allergies included the following: imitrex (sumatriptan) with reaction of urticaria (hives), latex with reaction of anaphylaxis, biaxin (clarithromycin) with reaction of urticaria (hives), and stadol (butorphanol tartrate) with reaction of urticaria (hives). The patient¿s concomitant medications included: norco (hydrocodone-acetaminophen 7.5 ¿ 325 mg table 1 tablet every 6 hours as needed for pain; start date: (B)(6) 2015), gabapentin (600 mg tablet, 1 tablet 3 times a day; start date: (B)(6) 2015). Refer to MFR report # 3004209178-2016-13889 regarding a subsequent event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.